Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" message. Another defibrillator was obtained by the clinician to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the suspect analog board was returned. The reported malfunction was observed and attributed to a faulty integrated circuit on the analog board. The customer received a replacement board to resolve the malfunction. Reports of this nature do not meet the criteria of a medwatch submission. This report was submitted in error. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device provided an ECG reading with excessive artifact. Another defibrillator was obtained by the clinician to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.